Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident was noticed prior to clip application. The instrument did not move. The issue was not related to the instrument remaining static. There was no unexpected motion as well. The instrument was attached again, and it solved the issue. The instrument is unavailable for return. There are no photos or videos for isi evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument jaws could not be opened. The technical support engineer (tse) advised to check if the discs of the jaws were moving. If it could not move, tse advised to return this instrument via the distributor. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.